Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted holes in the lv ¿ring, a-ring and rv-tip seal plugs. Visual inspection also noted that the leads were fully inserted into the lead barrels. An is-1 lead was inserted and retracted without difficulties in both atrial and right ventricular chambers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis were unable to reproduce the clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited high thresholds and impedance issues. Subsequently the rv lead was surgically abandoned and replaced. The crt-p was explanted. No additional adverse patient effects were reported.